Event description:
It was reported that a lead safety switch (lss) for the right ventricular (rv) lead of this pacemaker system occurred one day-post implant. Due to high out-of-range pacing impedance of greater than 2,000 ohms. Additionally, there was noise noted on both the right atrial (ra) lead and the rv lead. The noise was oversensed on the rv lead, but not on the ra lead. There was also loss of capture (loc) noted on the rv lead. The patient had an underlying rhythm and thus no asystole occurred as a result of the loc. The health care professional (hcp) planned to follow up with the patient with an in-office visit for further evaluation. Both the local area field representative and the hcp were contacted for additional information; however, at this time, no further information is available. This product remains in service. No adverse patient effects were reported.